Event description:
The initial reporter stated they were having rinse unit issues on their cobas 8000 c702 module causing controls to recover outside of range for multiple assays. The issue occurred after maintenance was performed on the rinse mechanism. Two patient samples had discrepant results when tested with ca2 (calcium). The first sample initially resulted in a calcium value of 6.8 mg/dl and it was repeated on a second analyzer, resulting in a value of 9.6 mg/dl. The second sample initially resulted in a calcium value of 5.6 mg/dl and it was repeated on a third analyzer, resulting in a value of 9.5 mg/dl. The repeat values were deemed correct.

Manufacturer narrative:
The calcium reagent lot number and expiration date were requested, but not provided. The field service engineer found leaking rinse tubing. The tubing was replaced. Mechanism checks were performed, the rinse volumes were adjusted, the incubator bath exchange maintenance was performed, and a cell blank was performed. The customer ran calibration and controls. The investigation determined the service actions resolved the issue.